Event description:
Baffles did not inflate properly when bed in sitting position. Pt had c/o of discomfort but no harm noted. Item was in use for eight days in 2009. On the last day, defective unit replaced. Two days later, defective unit picked up by facility.